Event description:
It was reported that during a post stent dilatation procedure, the balloon ruptured. It was also reported that the pt went to by pass surgery but not as result of this incident. It was subsequently reported on 10/28/96 that the pt went to by pass surgery on 10/11/96 because the stent moved into the middle of the artery and they were unable to properly deploy it or pass anything through it. The pt expired on 10/13/96. The cause of death was not available.